Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusions: the analysis concludes that the lead was infiltrated by blood because of a hole that was identified to the insulation of the lead at 430mm from the distal pin. This hole in the insulation is not considered a manufacturing defect, because, there are controls in place disallow such defects (air pressure hold test and visual inspection). This hole was most likely inadvertently caused by the physician during the implant attempt.

Event description:
During an implant attempt of the subject lead, insertion difficulties were obtained by the physician, including difficult passage through the tricuspid valve. Upon extraction of the lead, blood residue was observed within the lead. Another lead was implanted instead.